Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report 1627487-2020-23122. Related manufacturer report 1627487-2020-23123. Related manufacturer report 1627487-2020-23124. It was reported that patient experienced ineffective stimulation due to high impedance issue on contacts one to four. A surgical intervention is anticipated in the near future to address the issue. No additional information is available at this time.

Manufacturer narrative:
Correction: upon review, the implantable slim tip lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.